Event description:
Baxter (B)(4) received a report that one (1) patient control module no flow was observed after filling. After force priming, it still has no flow. It is unknown with what the device was filled. The actual sample is available. No additional information.

Manufacturer narrative:
(B)(4). Per evaluation on complaint sample, flow was readily observed when the pcm button was pressed. No signs of difficulty were experienced on the device during the functional test. A batch review was conducted which found no nonconformances. The root cause evaluation is in progress for no-flow on patient control modules. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.